Event description:
It was reported that during a coronary stenting intervention procedure, stent damage occurred. Access was obtained through the radial artery. The 2.5x20mm de novo lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. The lesion was predilated with an unspecified device. Then the physician advanced a 2.5x24mm promus element stent to the lesion, but was unable to cross. In the process of pushing the proximal portion of the stent became damaged. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a coronary stenting intervention procedure, stent damage occurred. Access was obtained through the radial artery. The 2.5x20mm de novo lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. The lesion was predilated with an unspecified device. Then the physician advanced a 2.5x24mm promus element stent to the lesion, but was unable to cross. In the process of pushing the proximal portion of the stent became damaged. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluation: the device was returned in two pieces as result of a break in the hypotube 4mm distal to the strain relief (close to the strain relief and the hub of the device). Several kinks were noted along the length of the hypotube. A second kink was noted 4mm from the distal end of the tip. The struts on the first two to three rows on the proximal end of the stent were bunched together and up to ten rows in from this damaged area the struts were misaligned and stretched. The balloon of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).